Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of needing assistance inserting infusion set due to being new to insulin pump therapy. Customer reported of having excessive bent cannulas. Customer's blood glucose was 300 mg/dl and 526 mg/dl. Customer was assisted with insertion.